Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "biomed states that during ventilation the stated alarming showed tech faults and then shut down. Patient was removed from device and manually bagged." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
It was reported that "that during ventilation the stated alarming showed tech faults and then shut down". Per review of complaint form, the patient was removed from the ventilator and placed on "ambu" bag for manual ventilation. There was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Clogged air intake dust filter on nbc filter adapter in combination with closed suctioning system. However, issue was not duplicated after testing. The issue could not be reproduced. This case is considered as closed.